Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor memorygel, 425cc on the left, and 400cc on the right side, silicone breast implant experienced bilateral capsular contracture grade iii postoperative. The issue occurred right after the surgery. As a result, patient underwent bilateral capsulectomies, and bilateral replacements as follow: left product code 3507275mc; lot/serial number (B)(6), right product code 3507275mc; lot/serial number (B)(6) on (B)(6) 2023. This report relates to the left side.